Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. On the same day the sensor was inserted, the patient the developed blisters at the sensor patch area and removed the sensor. The patient used over-the-counter bepantol cream/body lotion for four days to soothe the symptoms. He saw a dermatologist on day four. The doctor took a sample of the skin reaction, prescribed a steroid cream, and referred the patient to have an allergy test which was scheduled for (B)(6) 2020. The patient indicated that he was feeling better and that the skin reaction had improved. No additional patient or event information is available.